Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding on lcd glass. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer's wife reported via phone call that the screen of the insulin pump was going out. The customer stated that the display looked burnt and that there was a partial display at the top. The customer's blood glucose was 117 mg/dl. The customer confirmed that the insulin pump was neither dropped nor bumped. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.